Event description:
It was reported that the implantable cardioverter defibrillator (ICD) feature that withhold inappropriate ventricular detection if the rhythm displays characteristics of an svt origin exhibited an inability to collect an appropriate template with consistently low but variable match scores. Troubleshooting was performed including testing different electrograms (egm) ranges and sources with no appropriate values found. The physician was reluctant to turn off the feature or the right ventricular (rv) lead noise discriminator. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.